Manufacturer narrative:
Device used for treatment and not diagnosis. Add'l code: hrx. Additional information. C & j industries manufactured the locking clip, for use with the reamer, irrigator, aspirator, ria, part 352.260, lot 6985475. The part was originally manufactured to the synthes work order (B)(4) wo and inspected and conformed to the synthes incoming final inspection sheet. The complaint condition is due to an unknown cause. The part appears to be in good condition and exhibits slight marks from normal use. All features were measured and met specifications.

Event description:
A report was received regarding an orif surgery, left ankle, tibia fusion. The surgeon was using the ria system (reamer, irrigator, aspirator) and once the hole was opened in the distal end of the tibia, upon getting 4 inches in, the head of the reamer sheared off (13mm reamer head). Using x-ray, the surgeon was able to visualize the 4 prongs that were broken off in the tibia canal. He removed the ria and attempted to put on a smaller ria head (12mm) and noticed that the ria shaft was missing and appeared to be sheared off (this was not noticed when the original ria head was placed). It was not able to be determined as to whether the shaft was sheared off intraoperatively or if it was missing prior to the surgery as the piece could not be visualized or located in the tibia shaft. It was reported that all pieces were retrieved via irrigation of the tibia canal, with the exception of the ria shaft, which was not located. The surgeon used an allograft instead of an autograft and proceeded with the surgery. The surgery was prolonged approximately 20 minutes. No other issues were reported. This is report number 4 of 5 for the same event.

Manufacturer narrative:
The device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed and the product conformed to all requirements. There were no mrr, ncrs, or complaint-related issues with this lot.